Manufacturer narrative:
Patient data - patient height 156 cm. Manufacturing evaluation - investigation report: visual inspection - no significant deformations or damage of the valve were detected during the visual inspection. Permeability test - a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test - the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test - to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid (csf) flow. The progav 2.0 valve is not operating within acceptable tolerances. Result - finally, we have dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the progav 2.0 was shown to be permeable, but we confirm that the progav 2.0 valve was operating in tendency to over-drainage at the time of our investigation. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted with a progav valve on (B)(6) 2019. Postoperatively, there was suspected blockage and over-drainage. Due to the malfunction, the valve was explanted on (B)(6) 2019. Additional information was not provided.